Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 9023930. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 december 2021.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pain, infection, arthrofibrosis, synovitis, and adhesions. The surgeon noted some tibial and femoral bone loss. All components were removed. The patient was revised with a competitor antibiotic spacer. There were no indicated intra-operative complications. Doi: (B)(6) 2019, dor: (B)(6) 2020 right knee.